Event description:
It was reported that the constant air-in-line alarm activated after priming. There was no reported patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
D9: date returned to mfg; 7/21/2025. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the air detector was damaged. The air detecor was replaced to correct the malfunciton.